Event description:
Additional information received further reported that in (B)(6) 2015 the patient had positive urine cultures. In (B)(6) 2016, urinalysis revealed squamous epithelial cells h4, mucus - mod, and bacteria - rare.

Manufacturer narrative:
According to the available information, the patient's legal representative stated vaginal discharge and vaginal bleeding, mesh erosion. Restorelle was implanted on (B)(6) 2014 and excised on (B)(6) 2017. Corrective action: management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time.

Event description:
As reported to coloplast, though not verified, additional information received on 7/22/2021, 10/10/2016 - 12/20/2016: area posterior to the cervix with mesh exposure and a greenish discharge, pelvic abscess. Vaginal infections. Pelvic cramps, vaginal mesh exposure, vaginal infection. Robotically assisted excision of sacrocolpopexy mesh and cystoscopy under general anesthesia. Operative findings: adhesions from the terminal ileum to distal sigmoid colon, posterior arm of the mesh appeared infected, and small abscess cavity at the apex of the posterior vagina; patient's legal representative stated vaginal discharge and vaginal bleeding, mesh erosion.